Manufacturer narrative:
Concomitant: dtma1d4 device, implanted: (B)(6) 2017; 4076-52 lead, implanted: (B)(6) 2012.

Event description:
It was reported by the patient that they were experiencing "thumping" all the time when on laying on their left side. The patient was seen in-office and diaphragmatic stimulation from the left ventricular (lv) lead was observed. The lv pacing configuration was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.